Event description:
The patient had a left open rotator cuff repair in 2007 with three arthrocare anchor implants. She developed a deep surgical site infection and returned to surgery on approx two months later, for I&d of the left shoulder. She subsequently required a PICC line to be inserted on six days later for antibiotic therapy. The surgical center rec'd a notice of MFR recall on the implanted anchor devices on the following month. The recall letter was dated three days earlier. The recall letter stated that there was a "potential breach in package sterility and the potential risk to patients" for the referenced lot numbers.